Event description:
Consumer called stating he was admitted to the hospital due to complications from extremely inaccurate high results. It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on his blood glucose meter. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer used expired test strips and transfers test strips from the vial to a "baggie" which may contribute to the loss of integrity of the test strips. It was also revealed that the consumer did not perform a control solution test for integrity before using his initial test strips as instructed in our directions for use. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020210175 expiration date 06/01/2012. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.